Event description:
It was reported that after undergoing a bhr cup revision surgery on (B)(6) 2009 due to right hip cup instability. Patient suffered from infected right hip resurfacing. This adverse event was addressed by conducting a two-stage revision surgery. The first-stage was performed on (B)(6) 2011, during which an excision arthroplasty, synovectomy and debridement with ho excision and insertion of prostalac cement spacer was done. While doing the procedure, a significant amount of scar around the capsule was excised. There was a very small defect medially around the fovea which appeared to be osteolysis. The patient tolerated the procedure well and was admitted to recovery uneventfully after a jones dressing was placed on the right leg. Patient was touch weight bearing on IV antibiotics for six weeks.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: it was reported that after undergoing a bhr cup revision surgery on 3-feb-2009 due to right hip cup instability. Patient suffered from infected right hip resurfacing. This adverse event was addressed by conducting a two-stage revision surgery. The first-stage was performed on 26-oct-2011, during which an excision arthroplasty, synovectomy and debridement with ho excision and insertion of prostalac cement spacer was done. While doing the procedure, a significant amount of scar around the capsule was excised. There was a very small defect medially around the fovea which appeared to be osteolysis. The patient tolerated the procedure well and was admitted to recovery uneventfully after a jones dressing was placed on the right leg. Patient was touch weight bearing on IV antibiotics for six weeks. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation.without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged devices. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup. No other similar complaints have been identified for the head. This failure will continue to be monitored via routine trending.as no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened.the review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time.a review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified.to the date, no clinically sufficient data was provided to perform a medical investigation.based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged biocompatibility are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Specific factors known to contribute to the alleged infection are damage to the package during transport or handling, prolonged surgical time, contaminated surgical environment and/or instruments, insufficient care of the surgical wound, incorrect and/or insufficient use of prophylactic antibiotics, excessive patient weight, patient smoking, patient compromised immune system. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.